Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429688 lead ,implanted: (B)(6) 2013; dtba1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.